Manufacturer narrative:
Correction: section h imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not showing any medications. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not showing any medications. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, that the new device was not showing any medications. A technical support specialist stated that the issue was resolved by an ia, who connected to the device remotely. The ia added and configured the external return bin. The customer confirmed that the transaction involving medication removal for a patient was successfully completed. The system functioned as intended after the technical support specialist investigated and confirmed the issue was resolved.